Event description:
Treatment of a ruptured aneurysm. On (B)(6) 2014, the patient underwent coiling embolization. During the procedure, it was reported that the physician had placed approximately 1cm of the coil inside the aneurysm when it was decided to pull the coil and reposition it to a more optimal position. During the retraction of the coil, resistance was felt and the implant coil prematurely detached. An attempt was made to capture the implant coil with a trevo device, but without success. The implant coil was left inside patient. Part of the implant coil was in the aneurysm with approximately 2cm of the coil hanging in the branch of the mca. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
(B)(4). The axium pusher assembly was returned for evaluation outside of its introducer sheath, and without the implant coil as it was implanted in the patient. The cause of the friction could not be determined; however, the premature detachment may have been caused by repositioning and friction that were experienced during the procedure. This is also indicated by the bends that were found on the pusher assembly. Device investigation could not be completed because incomplete device was returned. All coils are 100% inspected for damages and irregularities during manufacture. **note: the axium coil instructions for use (IFU) issues the following warning: "if axium detachable coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the implant pusher. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." (B)(4).

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.the implant coil will not be returned for evaluation as it remains in the patient and the pushwire has not been returned yet; therefore, the event cause could not be determined.(B)(4)